Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3313 for a description of the other device. It was reported to boston scientific corporation on september 19, 2006 that a wallstent endoprosthesis endoscopic biliary was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2006 (male patient; weight is unknown). According to the complainant, the deployment system of the wallstent endoprosthesis endoscopic biliary device used, broke during deployment. The hub of the system "snapped off the catheter." The system was safely removed from the patient and a second wallstent endoprosthesis endoscopic biliary device was used.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
A visual inspection of the returned device revealed that the t-bar connector had detached from the outer sheath. The shaft was kinked at 96mm distal to its proximal end. Markings were noted on the outer sheath at 8mm-12mm distal to its proximal end. The stent had already been deployed from the unit on its return therefore it could not be determined if there were any issues during deployment that would have contributed to the t-bar connector detach. No issues were noted with movement of the outer sheath. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.